Event description:
The site reported that a pt sustained a quarter-sized blister on the upper right arm near the right shoulder during mr diaphragm exam using an 8-channel body coil. The pt was padded. After 45 minutes from initiating the exam, the pt experienced discomfort. The technologist stopped the scan and found that the pt's right back shoulder area was warm and red. The pt came back the following day for the same scans. It was reported the redness on the shoulder went away. The pt was then sedated and scanned. Immediately after the completion of the exam, it was noted that the redness appeared again on the same shoulder area. On the following day, the pt developed a blister near the right shoulder. The pt was in the bore for 30 minutes. The exam consisted of 7 scans using the following pulse sequences: t2 ss and gradient. The duration of each series was 30 seconds. During the initial redness, it was indicated that the pt experienced discomfort when using the same pulse sequence.

Manufacturer narrative:
Preliminary investigation included visual inspection of the coil used on the exam where field engineer (fe) observed no obvious damage or modification on the coil. According to the site technologist, padding was used during the scan. However, the padding used on the pt did not extend to the area that was burned. An investigation is ongoing.